Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of a motor error alarm. Customer states the pump has stopped working. Customer states she was trying to fill the cannula and replace the set, but was not able to. The patient states being hospitalized. The customer's blood glucose at the time of hospitalization was 38mg/dl. The customer also stated that something else had popped up on the screen prior to motor error. The customer was able to conduct a rewind process. While checking the alarm history, a motor position encoder error was discovered. It was found that the motor position encoder error was present multiple times within the last thirty days. Customer was advised to discontinue use of the pump, and that the pump needs to be replaced.